Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate devices with the programmer software that was currently loaded and therefore the software was reconfigured and reloaded to resolve. It was further noted that the keyboard hinges were broken and the system fan was intermittently noisy and both were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that all of the devices that were attempted to be interrogated were not supported by the programmer's currently loaded software, even though the programmer appeared to have all of the current software. Through follow-up it was determined that the programmer was producing an error message which indicated that it did not have the software needed to interrogate the device, however, when the software was listed that was supposedly on the programmer each attempted device's software appeared to be installed. Several devices were attempted and none were able to be successfully interrogated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.